Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately tortuous, heavily calcified anatomy resulted in the reported material deformation. The treatment appears to be related to the operational context of the procedure as a xience prime stent was implanted to crush/embed the stent into the vessel wall. There is no indication of a product quality issue with respect to manufacture, design or labeling. B1: adverse event added. B2: required intervention added. H1: updated from malfunction to serious injury. H6: code 2199, 4582, 1069 removed and 2976, 3165 and 4641 were added.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified right coronary artery. During stenting of a 3.0x48mm xience xpedition it was observed that the stent struts were fractured. A xience prime stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. Subsequent to filing the initial report, the following additional information was received: the 3.0x48mm xience xpedition stent struts were flared and a xience prime stent was implanted to crush/embed the stent into the vessel wall. No additional information was provided.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified right coronary artery. During stenting of a 3.0x48mm xience xpedition it was observed that the stent struts were fractured. A xience prime stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported.